Manufacturer narrative:
The calibration was acceptable. The field service representative replaced the measuring cells and the pinch valve tube. He performed maintenance, checks, and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). It was noted that the pinch tubes had recently been replaced. The investigation is ongoing.

Event description:
There was an allegation of questionable positive elecsys hbsag ii results for 5 patient samples on a cobas 6000 e601 module. Sample 1: the initial result was 10.93 coi (positive), and the repeated result was 0.66 coi (negative). Sample 2: the initial result was 3.59 coi (positive), and the repeated result was 0.50 coi (negative). Sample 3: the initial result was 0.93 coi (positive), and the repeated result was 0.40 coi (negative). Sample 4: the initial result was 1.44 coi (positive), and the repeated result was 0.38 coi with a data flag (negative). Sample 5: the initial result was 1.47 coi (positive), and the repeated result was 0.43 coi (negative).